Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section a3b:unknown section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. If the device is returned, investigation will be re-open and if there is any new or relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted in a secondary procedure from patient's left eye and replaced with a monofocal lens due to post lasik issues and axis for astigmatisim. No other information is available.